Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2019. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed the reported event of inaccurate cgm values. The root cause could not be determined the reported allegation falls within the d zone of the parkes error grid. Labeling indicates: if errors display,  and your transmitter and display device are not communicating, verify display device and transmitter are within 20 feet of each other without obstruction. Wait up to 30 minutes. Tap help for more information. Don't calibrate. Use meter for bg value.